Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited loss of capture and the helix failed to extend. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were failure to capture and a helix mechanism issue. Final analysis found a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with blood/ tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.